Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, door had failed and unable to open. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door had failed. A field service engineer (fse) found that the harness connectors on the latch were loose. The fse cleaned the latch terminals and crimped down the harness connectors on the latch. The system functioned as intended after the field service engineer repaired the device.